Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings,, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the position of lock is not right. The fse adjusted the lock. Device passed all functional check and safety tests according to factory specifications. Device was safe and returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) has cabinet problem. There was no patient involvement.